Event description:
It was reported that during the implant attempt, it was discovered the lead was too short for the patient. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. It was also noted that there was blood in/on the helix mechanism.